Event description:
Patient got a venous thrombus after the PICC was placed. It is not known how many days after the PICC placement they got the thrombus.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time not specified). At an unknown date/time the patient reported blood glucose results of "88 and 118 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. After the alleged issue occurred, the patient claimed she consumed less food/ drink. Approximately two weeks after the reported meter issue began the patient claimed she developed a symptom of thirst. The patient denied receiving any treatment after the alleged issue occurred. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and that the blood glucose results were from the approved (per owner's booklet) sample site. According to the csr documentation the patient followed the correct blood glucose testing procedure (per owner's booklet). The csr also noted that the patient did not have control solution to perform a quality test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed a symptom suggestive of severe hyperglycemia after the alleged issue began.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, there was no audible buzzer coming from the endostat ii electrosurgical unit during ablation, although the volume knob was set at the highest setting. The procedure was completed with this device. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.